Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during atrial lead position, after lead suture atrial lead was coming out from the position and it was not sticking at the right ventricle and the physician tried several times and all the time same problem was happened. The lead was replaced. The patient was stable.